Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was returned to isi for evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "force bipolar instrument stuck on tissue". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The irk port was inspected and found no damage. The instrument was fully functional. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. No image or video clip for the reported event was submitted for review. A log review of the force bipolar forceps with serial number m 90200526-0343 revealed that the instrument was last used on the day of the event on system sl 0605 and has not been re-used in subsequent procedures. There were no other complaints lodged against this force bipolar instrument. Intuitive surgical, inc. (Isi) has reviewed the site¿s system logs for the procedure the day of the event. No related system errors were found to have occurred during the surgical procedure. This complaint is reportable due to the following conclusion: it was reported that a force bipolar instrument stuck on tissue. Staff tried to use the irk tool but one of the jaw joints on the instrument is broken and would not allow the jaws to open. As a result, the surgeon had to cut the tissue around the jaws of the instrument.

Event description:
It was reported during a da vinci-assisted prostatectomy surgical procedure, the force bipolar instrument was stuck on tissue. Staff tried to use the instrument release kit (irk) tool but one of the jaw joints on the instrument was broken and would not allow the jaws to open. As a result, the surgeon had to cut the tissue around the jaws of the instrument. Staff had to undock arm 4 and remove the instrument and cannula as one piece. Staff then redocked arm 4 and installed another force bipolar instrument and it was now functioning normally. The procedure was completed with no injury. On 18-sept-2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information: it was reported that the force bipolar instrument was used to remove fatty tissue during the procedure. At that time, the instrument was stuck on tissue. The site tried to use the e-stop and use the instrument release key (irk) to release the jaws. However, the jaws could not be opened. The instrument was operated by a new resident. Intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted. The tse checked the onsite logs and did not see any error related to this. One of the jaws of the force bipolar instrument became unhinged. Then the surgeon used an mcs instrument to cut the tissue around the jaws of the instrument. It was confirmed that there was no medical intervention such as suturing was required, since the tissue removed was insignificant fatty tissue. Since the instrument jaws had unhinged, the arm with the instrument was undocked, and the instrument was removed with the cannula. Then another force bipolar instrument was installed for the remainder of the procedure. The roco confirmed that the unhinged jaw was still connected to the instrument shaft, and no fragments fell inside the patient. The robotics coordinator stated that the resident had the same issue with the second force bipolar instrument. However, this time the surgeon was able to release the instrument with no issues. The staff then realized that the new resident was holding the force bipolar instruments in a very strong grip mode; as a result, both the force bipolar instruments were getting stuck on the tissue. The robotics coordinator the instruments were inspected prior to use, there is no video recording of the procedure for review. The site will be retuning both the force bipolar instruments.